Manufacturer narrative:
Philips service replaced the single link dvi-extender cable 30m and checked the presets. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that presets were not loaded correctly, and there was an issue with monitors/displays on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.